Manufacturer narrative:
The actual administration sets involved in the complaint were not returned by the user and thus unable to be evaluated by the manufacturer. Without the actual sets described in the complaint, a complete investigation is not possible.

Event description:
Initial reporter stated that tubing has a leak about 12 inches from the pump connection; and said it appears to be melted as if it happened in manufacturing. Reporter said the pump was returned from the nurse who was prepping it for a patient. Unable to provide patient age, weight, gender, diagnosis and medication being used. No injury to the patient was reported. (B)(4).